Event description:
Information received a smiths medical intubation/portex endotracheal tubes sacett malfunctioned and while using with a respirator and warmer humidifier, the tube softened and the plastic dilates causing the blue tip to fall, this in turn caused the patients to not be ventilated and four patient required a endotracheal tube to be changed out for a new one. This event is compromising and interruption in airway management and could cause serious injury.

Manufacturer narrative:
Device evaluation- fifteen unused samples were returned for evaluation. The devices were visually inspected; no discrepancies were identified. The reported issue was not confirmed with the returned devices. No device problems were confirmed.